Event description:
Report #2 of 2 for this event. It was reported via clinical study a patient had an anatomic total shoulder arthroplasty on an unknown side. Subsequently, approximately seven (7) years later, the patient experienced aseptic glenoid loosening due to rotator cuff tear. The patient was treated with injection for pain relief. It was noted the patient's health status is not compatible with revision surgery due to persistent/significant disability. The patient's outcome was last known as resolved. No additional information is available.